Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the set and has been having high blood glucose in the 300's mg/dl. Customer received a check settings alarm after priming. Customer's blood glucose is 400 mg/dl. Customer corrected with an injection. Customer stated that she had a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer received the check settings twice. Customer performed the high pressure test and passed. Customer was advised that the pump was working as designed. Customer was advised to remove the set from her body. Customer stated that the cannula is bent. Customer stated that she checked her blood glucose and it was at 299 mg/d, so it was coming down. Customer was advised to monitor her blood glucose and call back if the high blood glucose issue persists.